Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.

Event description:
It was reported that a patient presented to the hospital with abdominal pain and a CT scan demonstrated that the "ivc filter had fractured". Reportedly, a filter limb was also extending outside the contrast column, penetrating the duodenum. Reportedly, the filter was retrieved without incident. Disposition of the detached limb is still pending. No report of injury to the patient.